Manufacturer narrative:
It was reported, an (intravenous catheter) IV was started on a patient and the misshaped IV extension set could not be attached to the IV angiocatheter. The failure of the product did require an additional needle stick to place the peripheral angiocatheter (piv) successfully." No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample has not been returned for evaluation. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported, an (intravenous catheter) IV was started on a patient and the misshaped IV extension set could not be attached to the IV angiocatheter. The failure of the product require an additional needle stick.